Manufacturer narrative:
The report of pump stoppage event was confirmed based on the evaluation of the submitted log file; however, a root cause for the reported event could not be confirmed through this evaluation. The evaluation of the returned portion of the driveline revealed no issues. Electrical continuity testing found all wires were electrically intact. The outer silicone jacket, clear bionate, and braided shield layers were unremarkable. Visual examination and high potential testing found no area of compromised wire insulation. Additionally, the returned system controller was evaluated and during analysis functioned as intended with no atypical events or alarms noted. The patient remains ongoing on pump support using a grounded patient cable and no further issues have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 5 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced and unspecified alarm while the patient was sitting in a chair. The lvad system was connected to the power module when the alarm occurred. The patient was asymptomatic. Log file analysis performed by the manufacturer's technical services revealed one occurrence of pump stoppage on (B)(6) 2016. It was reported that x-rays of the patient's driveline were unremarkable, and that no further alarms occurred prior to an on-site evaluation by technical services. On (B)(6) 2016, a distal percutaneous lead (driveline) replacement was performed, and the patient was given two modified ungrounded patient cables. The driveline passed all tests after repair.